Manufacturer narrative:
(B)(4). Method: the complaint neopuffs were not returned fisher & paykel healthcare in (B)(4) for evaluations. Our investigation is based on our knowledge of the product and information provided by the customer. Results: physical damage to the gas outlet ports. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".

Event description:
A distributor in (B)(6) reported that the gas outlet ports of two neopuff infant resuscitators were broken. No patient consequence was reported.